Event description:
Per tm: battery shut down abruptly.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.] The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of scanner is shutting down prematurely was confirmed. The scanner shuts down prematurely without ac. Also, it is showing battery health degraded message after startup. The root cause of the reported issue is an internal li-ion battery failure. (Use related). H3 other text: evaluation findings are in section h11.

Event description:
Per tm - battery shut down abruptly.